Event description:
The customer reported that the system would shut off during fluoroscopy and display error messages. Communication and control panel error messages will cause the system to shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.